Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The intuitive surgical, inc. (Isi) clinical sales representative (csr) informed the fse that they were unable to use the e-100 generator with multiple vessel sealer extend instruments. The reported issue was not resolved by rebooting the e-100 generator. The fse replaced the e-100 generator to correct the reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The e-100 generator was installed onto the test system, and it worked fine with the vessel sealer instrument installed. The vessel sealer extend instrument had a saline dipped gauze in the jaws and fired yellow pedal/sync activations cut/seal about 100 times. It worked fine without any issue.

Event description:
It was reported that during a da vinci-assisted paraesophageal hiatal hernia surgical procedure, the intuitive surgical, inc. (Isi) clinical sales representative (csr) contacted the isi technical support engineer (tse) and reported that the e-100 generator wasn't working. The caller stated that the instrument light emitting diode (led) was yellow. The site had replaced the instrument, flipped the breaker on the e-100 generator, and plugged the power cable into another outlet, but the issue persisted. The site moved the instrument cable from the e-100 generator to the integrated electrosurgical unit (iesu) to continue with the case. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the site was able to use the vessel sealer extend instrument on the iesu at the time of the event. The e-100 generator was replaced on the same day, and there were no further issues.